Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found part of the black rod insulation was damaged and missing. The missing insulation was not returned. The reported condition was confirmed. The investigation found damages to the rod insulation. The insulation was scraped off. The damage to the rod insulation likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection with low anastomosis, diverting loop ileostomy, take down of splenic flexure, two blunt tip device was used and both devices tip broke off. Nothing fell on the patient cavity. Another same device was used to complete the procedure. There was no patient injury.